Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access instrument. An initial accu tnl result was 0.86ng/ml. The accu tnl result was not reported out of the lab. The customer retested the pt original sample for accu tnl. The repeated accu tnl result was 0.02ng/ml. There was no report of change to pt treatment connected to or attributed to this event.